Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is currently unavailable.

Event description:
It was reported that the two strands of the orthocord broke on the anchor when tensioning. However knot was successfully completed. Patient consequence?: no. Additional information from sales rep 9/13/18: was suture in contact with an instrument during breakage? Yes an arthrex knotpusher. Was a suture passer used in the procedure? What one? Yes I believe an expressew3 ac+ and possibly an ideal suture shuttle 45. Suture color? I believe it was a violet and one of the blue sutures-not sure which. Open or arthroscopic procedure? Arthroscopic. What suture cutter was used? I believe the mitek cord cutter. Did the surgeon use proper suture management? I believe so.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is implanted therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a device history records (DHR) review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable.

Event description:
Additional information received on 03october2018: it is unknown if there was a surgical delay or how the case was completed. It is unknown if alternatives were readily available. It is unknown when the breakage occurred. The quality of the patient¿s bone is unknown. It is unknown if the same bone hole was used to complete the procedure. It is unknown if the implant was removed or if any debris was left in the patient. It is unknown if the surgeon was off axis.